Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead sensing threshold measurement was below the normal range and had decreased since implant. The lead remains in use. No patient complications have been reported as a result of this event.